Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating range. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 100-200 mg/dl.